Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: batch number n/a; cartridge pan in place/condition n/a; condition of drivers n/a; lockout tabs on pan condition n/a; position/condition of wedge sleds n/a. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, conditiion of wedge bands good, is hyper lockout conditiion present no, result of attempted firing good. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "partially fired the staples from the cartridge" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut and formed staples within design specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported on the first firing of a tsw35 across the ip ligament, profuse bleeding occurred on the pt side. After electrocoagulation. Five subsequent firings produced exquisite hemostasis. Examination of the first cartridge with loupes disclosed the two thirds of the staples on the left side of the cartridge had not been fired. There was no consequence to the pt.